Manufacturer narrative:
A review of the device history (DHR) has been completed. The pump passed all previous tests. A complaint data was reviewed, there are no previous complaints on this device. Device return was requested. This MDR will be reopened and updated in the event the device involved or additional information becomes available.

Event description:
On (B)(6) 2024, it was reported the patient noticed that the pump had powered off on its own. Powered it back up, but was in the rx screen when they called, and that the vtbi was wrong, that it looks like it has started over. All infusion parameters were lost. The infusion cannot resume without causing delay in treatment. Requested that the device be returned.